Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank. A test display screen was installed and observed to be functioning properly. Moisture was observed under the display. A leak test was performed and a leak was identified at a crack in the pump casing. The pump cover was opened and moisture was found throughout the pump internal components. The original complaint of a keypad response issue was unable to be confirmed due to the blank display. The original complaint of moisture behind the display screen was confirmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that moisture was located behind the display and that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.